Event description:
It was reported that a patient implanted with an interspinous spacer system at l4-l5 had new and/or worsening lss (lumbar spinal stenosis) symptoms at implanted levels approximately 26 months post-operatively. According to the report, the patient experienced "a severe right lower extremity pain to below the knee ongoing for about a week". The pain was reportedly "moderate and interferes somewhat with the patient¿s daily activities". No intervention was required. It was also noted that "sufficient information is not available at the time of the adverse event to determine its causality".

Manufacturer narrative:
(B)(4).